Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint of "broken cable". The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional observation(s) not reported by the site and unrelated to the reportable event was that the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.022¿ - 0.446¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling or misuse. Root cause of this failure is attributed to mishandling. A review of the instrument log for the pcs instrument (part # 420184-14/serial# (B)(4)) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020, on system (B)(4). The instrument had 3 uses remaining after last use. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the permanent cautery spatula was found to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.